Event description:
It was reported that during the superion indirect decompression system implant procedure the left arm of the superior arm of the implant was catching bone of the spinous process. The implant positioned at the spino-laminar junction under lateral fluoroscopy imaging, but upon ap fluoroscopy imaging the superior arms of the superion implant were not aligned perfectly midline. It looked as though one side was catching the spinous process. It was advised that the physician start over with the first dilator to ensure it was midline and that once resistance was felt, he should stop turning the driver as there is a risk of damaging or breaking the implant. The physician disregarded the trouble shooting advise and continued to overturn or torque the driver and perform sagittal arch maneuver resulting in a break of the spindle cap on the implant. The procedure was aborted, and the incision was closed. The patient was doing fine post-operatively.

Manufacturer narrative:
Device analysis performed on the returned superion indirect decompression spacer revealed that the spindle cap was completely sheared off from the implant body, as well as severe abrasion on the mating surface of the actuator and minor damage to the spindle. The detachment of the spindle cap was due to excessive force. This damage to the spacer indicates the break was due to both the deployment against resistance, such as bone, and not correctly attaching the inserter to the spacer. A product labeling review identified that the device was used per the instructions for use IFU product label. Additionally, device breakage can occur when used with forced deployment and is noted within the IFU as a potential complication associated with the use of the device.

Event description:
It was reported that during the superion indirect decompression system implant procedure the left arm of the superior arm of the implant was catching bone of the spinous process. The implant positioned at the spino-laminar junction under lateral fluoroscopy imaging, but upon ap fluoroscopy imaging the superior arms of the superion implant were not aligned perfectly midline. It looked as though one side was catching the spinous process. It was advised that the physician start over with the first dilator to ensure it was midline and that once resistance was felt, he should stop turning the driver as there is a risk of damaging or breaking the implant. The physician disregarded the trouble shooting advise and continued to overturn or torque the driver and perform sagittal arch maneuver resulting in a break of the spindle cap on the implant. The procedure was aborted, and the incision was closed. The patient was doing fine post-operatively.